Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: you should avoid activities which could expose your pump to temperatures below 41ºf (5ºc) or above 98.6ºf (37ºc), as insulin can freeze at low temperatures or degrade at high temperatures.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Additionally, it was reported that an unexpected reset occurred. Reportedly, the pump was exposed to freezing temperatures. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 120-140 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified. Based on the analysis, the alleged unexpected reset issue was verified in the pump logs; however, no failure was identified.